Manufacturer narrative:
The nurse received a hernia. The nurse did need medical attention and may need surgery.

Event description:
It was alleged that a nurse was lifting the fowler section on stretcher with a patient laying on it and was injured.

Manufacturer narrative:
The user facility reported that the stretcher was not available for evaluation when the field service representative came out to inspect it. It was reported that the nurse was lifting the fowler likely with a patient and received a hernia. Further information was not provided.

Event description:
It was alleged that a nurse was lifting the fowler section on stretcher with a patient laying on it and was injured.